Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was the pt had issues with their ins battery. In the last 3 weeks the pt could not get rid of the pain for the pt tried increasing and decreasing the intensity but the pain was not going away in their back. Pt noted they were in the hospital earlier in the year due to reasons that were not related to their ins; in the hospital the pt woke up early in a morning and it felt like the ins was on fire. The pt was screaming and yelling for it felt like back was on fire, pt noted there were times when they move that the leads on the ins battery felt like they were pulling. The pt continued to lose weight and was hospitalized earlier this year and the ins would not take pain away, the pt could feel electrical surges and the burning sensations; this happened twice this year. Pt noted if they stretched it felt like the leads were giving electrical charges and the pt could not get out of pain. Patient said they were taking fentanyl, oxycontin, tramadol, methocarbamol, and gabapentin. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) advised pt to contact healthcare provider (hcp) but ps provided pt national answering service phone number to give to their pain doctor if needed.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Concomitant medical products: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260 serial# (B)(4) implanted: (B)(6) 2017 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the implant feeling like it was on fire was due to them sleeping in the hospital for an unrelated reason. No steps had been taken and they were waiting to meet with their physician. The patient noted they could see the screws of the implant through their skin. The patient turned the stimulation off so they wouldn¿t feel the electrical charges and noted they felt the electrical charges when they had bowel movement.